Manufacturer narrative:
(B)(4) = duckbill. The analysis results of the b12lp found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion.

Event description:
It was reported that during a laparoscopic cholecystectomy, a black seal came off. There was a possibility that a forceps hit the black seal. Another device was used to complete the case. There were no adverse consequences to the patient.